Manufacturer narrative:
Additional information received reported that there was no incision enlargement or vitrectomy performed for both eyes. Also, the patient is doing fine post exchange. Reportedly, the replacement lens for both eyes were the same model and diopter (z9002 23.0 diopter). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a z9002 23.0 diopter intraocular lens (iol) was explanted from a patient''s right eye due to cloudy deposits. Patient had bilateral lens implants. This report represents the lens from the patient''s right eye and a second MDR will be provided for the patient''s left eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/28/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed. The lens was observed clear as expected in the silicone material use for tecnis cl monofocal intraocular lens. No discolored issue or cloudy deposits on the lens was observed. The investigation results do not suggest that the complaint lens has been affected by the manufacturing process. The reported issue was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional complaints received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.